Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the right atrial (ra) lead exhibited high thresholds. A chest x-ray showed that the ra lead was dislodged. The ra lead was repositioned with no further issues. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.